Manufacturer narrative:
(B)(4).

Event description:
The lay user/patient contacted lifescan alleging the meter¿s ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The patient reportedly experienced a decrease in performance. X-ray confirmed that the device electrode had migrated since the initial implant surgery. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B) (4) evaluation summary: the facility reported a flo-gard infusion pump with the condition of "pump did not infuse as shown in window, neither piggy back nor large volume infused after initially operating properly, did not alarm, blood backing up tubing with nothing infusing while pump shows infusion in progress". However, this condition could not be confirmed nor duplicated and the pump passed all performance testing. Therefore, no assignable cause could be provided and no repair was necessary.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) a request for the return of the device has been made. Should the device be made available for evaluation, a follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.

Event description:
The facility's biomed reported that a note was found on the flogard pump that stated: "did not infuse as shown in window, neither piggy back nor large volume infused after initially operating properly, did not alarm, blood backing up tubing with nothing infusing while pump shows infusion in progress". Condition was discovered during patient use. Patient was being treated in the in-patient unit when event occurred. Additional information is not available since pump was left at biomed unit with only a note and no contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the head/clevis detached and fell off from the catheter. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.